Manufacturer narrative:
This device was returned to omsc for evaluation. The device was a loaner device from olympus. During the evaluation, the reported image loss was not duplicated even after the insertion tube was warmed, the universal cord and the video cable of the device were twisted. The electric wires in the video connector and solder conditions were also checked, but no irregularity was found. However, when the electric board in the video connector was warmed, the image changed slightly. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. As a result of the evaluation, it was surmised that the reported event occurred due to the malfunction of the mounted component on the electric board in the video connector of the device.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared during a therapeutic procedure. The device was replaced with another uretero-reno endoscope and the procedure was completed. There was no patient injury associated with this report.